Event description:
Reportedly, during pt use, while the ventilator was connected to ac power, it was noticed that the power pac battery level showed as 0%. Reconnecting the power pac battery or the ac cable to the ventilator did not resolve the issue. The pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt information was not provided.